Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31075. Related manufacturer reference number: 3006705815-2020-31231. It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. This address the issue.